Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative (rep) regarding the patient¿s implantable drug infusion device. The drug being delivered was 25 mg/ml morphine (unknown) at 7 mg/day. The reason for use was non-malignant pain. It was reported that a motor stall was seen at initial interrogation. The patient did not recently have an MRI. The rep stated she received a call from the hcp yesterday ((B)(6) 2018) that this patient's pump was stalling and recovering for the last 3 days and the patient was experiencing withdrawal/not feeling good because of the stalls. They did not have access to the event logs or the patient at the time of the call. The pump was just implanted on (B)(6) 2018 and they now want this pump replaced so the hcp is trying to schedule the pump replacement for late next week. The pump was programmed to minimum rate mode and a ¿rx for po meds was given to the patient.¿ troubleshooting with the rep consisted of reviewing pertinent information per the caller's inquires. The rep was inquiring about next steps. The rep also inquired about financial assistance for the patient and they reviewed relevant information regarding that. The rep would follow up with the hcp and patient. There were no further complications reported/anticipated.